Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed reported issue, logged fault code 59, indicates fan not spinning at expected rpm. Opened unit to observe compressor fan not spinning, a wire from the compressor was preventing the fan from spinning. Secured wires to avoid fan, and fan began to spin as expected. Fan was then replaced as a preventative measure. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) fan is not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.